Event description:
Pt reports being "out of it" and glossy-eyed. She tested blood glucose as 217 mg/dl on suspect device. At the hosp her blood glucose was 307 mg/dl on hosp meter approximately 1/2 hour later. She was treated with an insulin intravenously and is now doing better.